Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Manufacturer narrative:
Updated information: b5 clinical narrative updated with patient outcome. D3 MFR fax number added. D6b explant date added.

Event description:
Updated clinical narrative: (with aei). Care was withdrawn due to the patient¿s continued clinical deterioration, and the patient subsequently expired while on support. The death is being conservatively reported; however, it is more likely attributable to the patient¿s underlying clinical condition, including acute myocardial infarction complicated by society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock requiring extracorporeal membrane oxygenation support, pre-existing left ventricular dysfunction, and the occurrence of cardiac tamponade and left ventricular perforation requiring surgical intervention. Previous clinical narrative: an impella 5.5 device was inserted via a right surgical axillary/subclavian arterial approach in a 56-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The patient¿s comorbidities were reported as renal insufficiency. The patient was primarily supported with extracorporeal membrane oxygenation (ECMO) at the time of impella 5.5 support. On the day of implantation, the patient developed cardiac tamponade. It was reported that the left ventricle was diseased or damaged prior to impella placement. A left ventricular perforation occurred and required medical intervention for repair. The perforation was reported to have been caused by the guidewire. The patient remained on impella 5.5 and ECMO support at the time of reporting. Cardiac tamponade and left ventricular perforation in this clinical context are consistent with procedural complexity, underlying ventricular disease, and patient-specific anatomic and clinical factors associated with advanced cardiogenic shock and surgical implantation.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via a right surgical axillary/subclavian arterial approach in a 56-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The patient¿s comorbidities were reported as renal insufficiency. The patient was primarily supported with extracorporeal membrane oxygenation (ECMO) at the time of impella 5.5 support. On the day of implantation, the patient developed cardiac tamponade. It was reported that the left ventricle was diseased or damaged prior to impella placement. A left ventricular perforation occurred and required medical intervention for repair. The perforation was reported to have been caused by the guidewire. The patient remained on impella 5.5 and ECMO support at the time of reporting. Cardiac tamponade and left ventricular perforation in this clinical context are consistent with procedural complexity, underlying ventricular disease, and patient-specific anatomic and clinical factors associated with advanced cardiogenic shock and surgical implantation.